Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00280 on (B)(6) 2021. Additional information (08-dec-2021): the initial report indicated that the customer service engineer (cse) corrected the issue. The cse determined that the sample volume was insufficient and instructed the customer to replace the samples with larger volumes and retest. There were no reports of error since then. Siemens further investigated the issue, and determined that, the probable cause of event was the instrument's attempt to aspirate sample from a cup or tube with insufficient volume. The instrument is performing according to specifications. No further evaluation of this device is required. The investigation findings and investigation conclusion codes in section h6 were updated to reflect the additional information.

Manufacturer narrative:
An outside of the united states (ous) customer contacted their national competent authority regarding the event described above. In this report, the customer reported that cerebrospinal fluid patients' samples yielded abnormally low-test results. Siemens remotely assisted the customer and determined that the position of liquid level detector in the sampling system was offset. The customer service engineer corrected the issue. The cause of the event is unknown. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a sample dilution probe (dpp) level sensor error was triggered on the advia chemistry xpt instrument while they were testing cerebrospinal fluid samples. The customer reported that these samples recovered abnormally low. The customer did not report the discordant results. The customer also indicated that correct results were reported for these patients. The customer did not provide patient data and only identified one patient's age and gender, which is reflected in this report. There are no reports of adverse health consequences due to the event.